Event description:
It is reported that the device was implanted in 1996. The patient was part of an outcome study. The poly insert loosened and was revised in 2000.

Manufacturer narrative:
Evaluation summary: no further engineering analysis could be done with available information. No device or x-rays were received for evaluation. Device history records are intact, conforming and indicate manufacture to specification.